Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally entered 403 grams, instead of 43 grams into the carbohydrates section of the bolus menu and delivered too many units. Blood glucose level was 219 mg/dl. During a follow-up call, the customer reported bg level was 97 mg/dl, and the customer consumed food to prevent an adverse event.